Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, multiple ventilator service required codes were found relating to an internal battery fault and supply voltage issue. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's power management board to resolve the error codes. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.